Event description:
Paramedics administered external pacing to a patient diagnosed as bradycardic. After pacing for approximately 15 minutes, pacing stopped for no apparent reason. The pacemaker was restarted and after approximately 2 minutes, stopped again for no apparent reason. The pacemaker was restarted and continued to function properly until the patient was delivered to the hospital. There were no adverse affects to the patient reported as a result of the alleged malfunction.